Event description:
The reporter contacted animas on (B)(6) 2012 reporting that zero unit boluses were recording in the pump bolus history. Customer support reviewed the history with the reporter and the reporter stated that on 23 occasions the pump history showed boluses recorded 0 units of 0 units. The reporter confirmed that the patient did not bolus 0 units and stated that all boluses were programmed from the pump. This report is made based on the allegation of the unprogrammed zero unit bolus issue.

Manufacturer narrative:
(B)(4): there were no alarms related to the complaint in the alarm history. Review of the bolus history showed several 0 units boluses recorded on the reported event date from the pump. The black box confirmed several 0 units boluses on the reported event date. There were no other alarms or warnings related to the complaint. An "ezprime" operation was performed with no difficulties noted. The units remaining were correctly calculated and written to the pump history. The pump was exercised for 24 hours with no 0 units boluses being reproduced from the pump. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.